Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation the right ventricular (rv) lead dislodged on multiple occasions such as during deep breathing and positioning of the right atrial (ra) lead. It was also reported that high, unstable thresholds and high, unstable impedance was observed on the rv lead. It was also reported that a high sensed wave was observed on the rv lead. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.